Event description:
Received information from a pt indicating they experienced a shock when they came in close proximity and leaned into scanning equipment at a grocery store on 10/05/06. The co name of the retail grocer is unknown at the time of this report. The medtronic representative reviewed compatibility info with the pt (electrical devices or magnets that may interfere with the product), and also redirected the pt to report symptoms to their physician. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will sent to FDA if additional info becomes available.